Event description:
Additional information was received that the neurologist does not believe there is an issue with the generator as he failed to change the output to 0ma prior to running the heartbeat detection test. There were no interruptions reported during the patient's pre-surgical evaluation. The programming wand was reportedly held steady during heartbeat detection test. The final device positions were the same as those determined through the pre-surgical evaluation. The patient reportedly currently does not want auto-stimulation enabled and has been seizure free. Device manufacturing records were reviewed and found all specifications met prior to distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was recently implanted on (B)(6) 2015 with an m106 vns generator and was having issues with the heartbeat detection function. The implanting surgeon reportedly completed all seven EKG positions and placed the heart beat detection at settings 2 finally. At the follow-up, the sales representative and neurologist were unable to achieve an accurate heartbeat detection reading at settings 2, 3, and 4. The patient was not panning to have auto-stimulation enabled anyways but they wanted to check heartbeat detection functionality. The output current was not programmed to 0ma output for the normal mode, magnet mode, or autostim prior to checking the heartbeat test, so this is one potential cause of the difficulties detection heartbeats. When the heartbeat detection test was run, it was reported that "????" Were showing up in the heart rate window. Review of manufacturing records confirmed all specifications met prior to distribution. Review of available programming history showed that impedance of the patient's vns system was normal. It was confirmed that the patient's generator was not disabled at follow-up appointment, which could potentially contribute to the heart rate detection issues. However, based on the number of heartbeat detection tests completed on the date of implant, it appears the implanting surgeon encountered difficulties as well, as sensitivity settings 1 through 5 were all tested several times. No additional relevant information has been obtained to date.

Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the internal reporting number assigned for the actions for the reported event.

Event description:
Review of programming history from (B)(6) 2015 shows that all output currents remained programmed off until the end of surgery at which point the device was programmed to 1.75/20/250/14/0.5/1.75/250/30 (auto stim oc = 0 ma). On (B)(6) 2015, all sensitivity levels were attempted. Foreground heart rate is not available based on review of the data. On (B)(6) 2015, td was programmed back on, and sensitivity levels 2, 3, and 4 were attempted. As reported, normal mode and magnet model output currents were on. In addition, auto stim oc was programmed on during the testing. At the end of the appointment, auto stim oc was programmed to 0 and td was programmed off.